Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd plastipak¿ syringes with luer-lok¿ tip was displaced. The following information was provided by the initial reporter: rubber bung displaced on syringe.

Event description:
It was reported by the customer that the bd plastipak¿ syringes with luer-lok¿ tip was displaced. The following information was provided by the initial reporter: rubber bung displaced on syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: (B)(6) 2023. Investigation summary : it was reported the rubber stopper was displaced in the syringe. To aid in the investigation, one sample of a 5ml luer lok syringe was received for evaluation by our quality team. The syringe was received loose from the packaging blister and the plunger rod was separated from the barrel. It was observed the stopper was jammed or distorted. This stopper defect is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309649, lot 2130261. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2130261 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.